Event description:
Tip was bent before removing from the package. Could not be used.====================== health professional's impression======================device is defective.====================== manufacturer response for permanent birth control system, essure======================left voice-mail message and intend to return product for evaluation.